Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Platinum diversity clinical study. It was reported that jailing of the vessel occurred. In (B)(6) 2015, clinical status assessment indicated that the patient's qualifying condition was stable angina. The target lesion, an ostial lesion, was located in the proximal circumflex(cx) with 80% stenosis and was 18mm long with a reference vessel diameter of 3.25mm. The target lesion was treated with pre-dilatation and a 3.50x16mm promus premier stent. Post-dilatation was performed with 0% residual stenosis. The diffusely disease ri was partially jailed by the stent, but the flow in the proximal segment remained intact. This artery was occluded distally. The following day, the patient was discharged on aspirin and ticagrelor.